Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4) .

Event description:
It was initially reported by the eye care professional that the pt was diagnosed with an infiltrate in his eye following contact lens use. Additional info received on (B)(6) 2010 from the eye care professional stated that the pt was diagnosed with "infiltrative keratitis." There were 5 - 6 infiltrates located midperipheral and central in each eye with staining present for only two of the infiltrates in his left eye. No staining was present in the right eye. The pt was treated with vigamox. The pt has not experienced any vision loss. Additional info received on (B)(6) 2010 from the eye care professional stated that the pt has been released from care and the cornea has completely healed.